Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted, decreasing from 95-59mg/dl. The customer consumed food to address their bg level. Reportedly, the customer would continue to use the current pump for insulin therapy but also has manual injections available.